Event description:
It was reported to boston scientific corporation that a sensor wire was used during a ureteroscopy procedure on (B)(6) 2022. During preparation, the shrink sleeve detached. The procedure was completed with a non-boston scientific wire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.